Event description:
During troubleshooting for an unrelated alarm during use on a homechoice (hc) machine, it was reported that the home patient (hp) had replaced an empty bag during therapy. The hp stated that all her bags were empty except for the final bag so the hp detached the empty heater bag and attached a full bag to the heater line. The technical service representative (tsr) explained to the hp that one should never detach a bag and add a new one in the middle of therapy. The tsr explained that the hp needed to end therapy and start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.